Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that customer experienced high blood glucose. Blood glucose reading went up to 498 mg/dl and customer¿s other blood glucose were 428 mg/dl, 324 mg/dl and 187 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with bolus. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.